Manufacturer narrative:
E1: patient city - (B)(6).

Event description:
Reference number (B)(4) event occurred in the united states. It was reported on (B)(6) 2024 that the patient was admitted to the hospital on (B)(6) 2024 for less than 24 hours to treat high blood glucose level of 400mg/dl. The patient was administered with intravenous insulin for the treatment. The patient encountered infusion set cannula was bent. This event had occurred on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.